Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Additionally, blood visible inside returned helix. Helix is bent. Damaged at implant attempt.

Event description:
It was reported that during the implant procedure there was an issue was found at the lead helix. Successful helix extension was confirmed when inspected prior to lead implantation. During the implantation procedure, however, helix extension could not be confirmed under fluoroscopy when it was manipulated two or three times. The company representative closely observed how the physician manipulated the lead using the pinch-on tool, but no issues were seen. The lead was removed out of the patient¿s body, brought to the catheterization table, and inspected again. It was found that the indicator of the helix, where is contacted with the sleeve when the helix is fully extended, was bent obliquely. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.